Manufacturer narrative:
(B)(4). The actual complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fph in (B)(4) for inspection. Our analysis is accordingly based on the previous investigations of similar complaints. A lot check was not performed as lot information was not provided. Based on the previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred during use, which suggests that the complaint circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the collar on the expiratory limb of an rt265 infant dual heated evaqua2 breathing circuit had cracked during use. No patient consequence was reported as a result of this incident.